Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complain that obtained results considered high for him. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-120mg/dl fasting. Verified the strips expire 3/26/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 94mg/dl and 92mg/dl not fasting. Reviewed meter memory: (B)(6). Customer has a concerned with results received yesterday of 248 mg /dl 02:41 pm , 283 mg /dl at 02:40 pm , and 302 mg /dl all fasting,customer considers high for him. Customer performed a control test yesterday after receiving high blood test results using level 0 (94-127 ) lot # 5l0a59 and obtained result of 239 mg /dl out or range.